Event description:
The manufacturer received information alleging visualization of particles, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information on 01/27/2023 that patient alleged high blood pressure and sinus issue.  Section b3, g3, h1, h2, h3 and h6 are updated/corrected.